Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition could not be confirmed. The motor will lock into the connector of the system console, but the connector rotates after motor is locked in (B)(4).

Event description:
Report received from (B)(6) stating that the device "will not lock in muffler". The device was not being used in surgery. There was no additional information provided.